Event description:
The clinician reports the implant was inserted 2023-06-01 in ada 12. On 2023-09-21, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.